Manufacturer narrative:
(B)(4). A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. As reported the patient experienced a non-device related hematoma that resulted in a washout and head and poly swap. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00123.

Event description:
It was reported patient had an initial right hip arthroplasty on an unknown date. Subsequently, patient had a hematoma not related to implants. Washout, poly and head revision performed. Attempts have been made and additional information on the reported event is unavailable at this time.